Event description:
Medics responded to a cardiac call, pt condition not reported. Pt connected to the device with disposable defibrillation electrodes and pacing was started at 80 ppm. The pt regained a perfusing rhythm above the set pacing rate, the device operator stated the device was sensing the pt's rhythm at that time. The pt lost the perfusing rhythm and the device again began to pace. Reportedly, pacing stopped twice, with no alarm. The device restarted pacing each time. The pt was not resuscitated. The reporter stated the pt outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's viability.